Event description:
The account alleges that during an inferior vena cava filter removal procedure on a referral patient, the tip of a vascular snare device detached within the patients ivc. A second vascular snare device was prepped and deployed in attempts to remove the primary foreign body from the patient when the tip of the second snare device also detached. The physician states that usual resistance was experienced during the removal procedure even though the filter was embedded within the wall of the ivc. Original implant date in unknown. No additional consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to use of the device contrary to the indications. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed and no exception documents were found.